Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There were no occlusions observed in the pump history. The pump was exercised for 29 hours with no insulin delivery issues and no occlusions occurring. A rewind, load, and prime sequence was performed with no alarms occurring. An occlusion was induced during testing and the pump emitted the appropriate audiovisual alerts. The complaint could not be confirmed or duplicated during testing. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
There are indications that the pump alarmed with occlusions and a family member did not deliver missed boluses to correct an elevation of blood glucose. In addition, there is evidence that the supplies were out-of-date and were the cause of the occlusions. The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced blood glucose (bg) of 500 mg/dl with nausea; ketones were not tested. A family member stated that she treated the bg elevation per routine protocol for corrections. She confirmed that the cause of the elevation may be due to a current illness ("common cold"). However the family member revealed that the bolus alarm history indicated that several boluses to correct the elevated bg were cancelled due to occlusions. She reported that she replaced the cartridge, tubing, and infusion set after each occlusion alarm but did not check the delivery history or deliver missed bolus amounts. Customer support reviewed the system and discovered the source of the occlusions was likely the use of an older infusion set. The family member could not confirm the expiration date of the supplies in use. However, further trouble shooting indicated that the tubing was partially occluded. This complaint is being reported because user error contributed to this bg excursion.